Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value of over 497 mg/dl. Customer¿s current blood glucose level was 359 mg/dl. The customer was treated with manual injection. Customer experiences symptoms related to the high blood glucose like extreme irritability to the eyesight . Customer does not alleges that the insulin pump was under delivering. Insulin pump will not be returned for analysis.